Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage of the modular cable was unable to be confirmed. The relevant sections of the device history records for modular cable, lot number 7143044, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch was received that states that the patient arrived at clinic on (b0(6) 2022 with damage to their modular cable that had been repaired at home with electrical tape. The modular cable was replaced.

Manufacturer narrative:
Voluntary mw number 3400300000-2022-0000044 was received 08dec2023. Voluntary mw number 3400300000-2022-0000052 was received 13dec2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.